Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having problems with no deliveries from the insulin pump. The customer stated they changed the infusion set around lunch time but then by 1am at night, they started receiving no delivery alarms, which lasted throughout the night. When the customer woke up the next day, their blood glucose level was almost 600 mg/dl. The customer changed the tubing but kept the same site and reservoir and treated the high blood glucose with the insulin pump. The bolus was delivered. When they were at work, they received a no delivery alarm during basal. They removed the reservoir and tried to prime the tubing but they received a no delivery alarm during the prime process. Troubleshooting was performed and the customer was advised the device was working as designed. However, the customer called back to report that they received a no delivery alarm again. The device was returned for analysis.

Manufacturer narrative:
The insulin passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. Pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.